Event description:
Presentation on results of clinical study on 41 non-union pts. Twenty-one pts experienced post-op drainage within 2 weeks of surgery. Thirteen required surgical debridement of the implantation site. Fourteen experienced deep infection.